Manufacturer narrative:
Concomitant medical products: product ID 977c265, lot# serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-jun-21, information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The patient reported swelling and protrusion at battery site. No difference with stimulation on or off to mitigate. No falls or incidences to report. The patient describes as different from normal chronic pain. The patient declined meeting with a rep. The patient has an appointment with their physician on (B)(6) 2021 and a rep will be present. The issue was not resolved at the time of the report. It was unknown whether surgical intervention was planned. Additional information was received from the rep reporting that they went to a scheduled surgery today (B)(6) 2021, for a ¿lead revision¿ being done. Physician decided to remove entire system, lead and battery, and replace with all new lead and battery. He states this is due to patient¿s complaint of battery being uncomfortable in pocket, and that the stimulator was ¿no longer helping¿ since her battery replacement surgery 10/16 (a lumbar fusion was also completed during that battery replacement). Reps have offered to reprogram her since the replacement/fusion surgery last year, but she denied they wanted an all new system. Physician had to cut lead today to explant, but rep is sending battery in for evaluation.

Event description:
Additional information received from the manufacturer representative reported that the implant was dead at the appointment and was unable to be interrogated on (B)(6). The physician wanted to replace the entire system, which was done on (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2021. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the analysis of pli# 10 product ID# 97715 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.